Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient (pt) said in the past week they had noticed their stimulator was moving around under their skin from a higher position to a lower position closer to their leg and they noticed a knot in their buttocks that hurt when they sat on it or when they showered. They'd been told before it was their imagination and the doctor said it couldn't move and the pt asked if it could move. Reviewed patients should exercise caution and not to move or manipulate or put undo stress on the implanted components. Redirected to report the issue to their doctor. Pt said they used their programmer and made a therapy adjustment so it still worked, they didn't do heavy lifting or inappropriate movements, they had not had any falls or other medical tests. Pt said they would get in touch with their doctor.